Event description:
It was reported that a 65 yr old male experienced chills, asthmatic attack and hypotension. Transfusion was immediately discontinued and 100mg of solu-cotef was administered. Pt recovered. On 3/2/1997 the pt claimed excessive respiration during a platelet transfusion through the device. The transfusion was immediately discontinued and the pt recovered. No decrease in blood pressure was noted. This pt also experienced a transfusion reaction on 4/22/1997 with a different brand of device.

Manufacturer narrative:
Analysis: signs and symptoms of two transfusions that were decribed coincide with may of those known to be associated with anaphylactoid or immediate generalized reaction. Immediate generalized reactions have been associated with pt sensitivity to plasma constituents which accompany platelets during infusion, in such platelet preparations as contain plasma. It has been reported by buckt , et. Al1. That washing of platelets would prevent some allergic but not febrile, reactions. Causes of immedeate generalized reactions include: 1. Bacterial and/or endotoxin contamination in one or more units of pc in sequential administrations. Various estimates have been made concerning incidence of such contamination, ranging from 0.05%2 to 10%3 of all platlet pools. 2. Immunologically mediated event. Anphylaxis has been reported as result of transfusion of hla incompatible pc to sensitized 4recipient. And secondary to transfusion of specific complement degradation products (i.e. C4d) to individuals lacking chido and/or rogers blood group antigens. Five percent of population is theoretically at risk for this phenomenon and it is directly dependent on total quantity of plasma infused. 3. Infusion of activated platelets. Activated platelets have been associated with adult respiratory distress syndrome, dyspnea, hypoxia, and shock.6 4. Previous administration of emotogenic medication can increase level of recipient's serotonin, additional to serotonin load from the transfused platelets. This has potential for severe hypotensive effects.7 in case reported, pt was being adminstered chemotherapy, although specific agents were not identified. 5. Ethylene oxide (eto) residuals have been reported to be potential source of such reactions. Implicated device was not sterilized with eto. 6. Cytokine induced inflammatory response. It is known that cytokines, including il1 and 6 tnf and paf, progressively accumulate in stored platelet concentrate (pc). Levels are directly related to wbc content during storage8 and storage time9. Symptoms resulting from infusion of these substances included shock, gi distrubances, vasomotor instability, flushing, and pulmonay dysfunction. These symptoms are particularly likely to occur if the recipient is further challenged with endogenous boluses and endotoxin. 10 7. In one study of platelet transfusions11, an incidence of 5% hypotensive reactions was observed with plasma depleted pc, and 2% in leukodepleted pc with device model similar to implicated device. 27% of these hypotensive reactions had coincident symptoms other than hypotension. Hypotension in this report was defined as drop of mt 30mmhg systolic and 100mmhg diastolic. It appears that immediate generalized reactions following pc transfusions occur with natural and significant frequency, and that leukodepletion does not increase, but my in fact decrease, frequency of immediate generalized reaction. One pc unit was transfused (prior to pc unit transfusion which caused reaction).